Event description:
Trunion came loose approximately 1.5 years post-op. During the revision surgery only the head, trunnion and lateral screw were explanted. Replacement components were provided by arthrex. This device is used for treatment.